Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. It was noted the bail and ring attachments were damage d/missing.

Event description:
It was reported the external pulse generator (epg) had fallen to the floor, broken parts. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.